Manufacturer narrative:
The customer contacted the siemens customer care center - technical support (ccc-ts). A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the ups had no power. The cse replaced the ups. The cause of smoke emitted from the instrument was a malfunction of the ups. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that smoke was emitted from the external uninterrupted power supply (ups) of a dimension vista 500 instrument. The instrument was powered off and there were no reports of injury to staff, damage to property, or impact to patient samples.